Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cgm unknown sensor reading and did not treat a trending low blood glucose. Customer experienced hypoglycemia (50 mg/dl) w/seizure. Customer was hospitalized and treated with intravenous fluids. Customer was discharged on 6/12/20 with the issue resolved and no permanent damage.

Manufacturer narrative:
H1.